Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC catheter for evaluation. Signs of use in the form of biological material were present on the juncture hub. Visual inspection of the catheter confirmed a hole in juncture hub on proximal lumen side. The total length of the catheter body measured 40.7 cm, which is within specifications of 40.32-40.80 cm per catheter graphic. The outer diameter of the catheter body measured 0.06685" , which is within specifications of 0.0660-0.0710" per extrusion graphic. The inner diameter of the catheter tip measured 0.024", which is within specifications of 0.022-0.024" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked from the hole in the juncture hub when the proximal line was flushed. A manual tug test confirmed both extension lines were secure within their luer hubs. A device history record review was performed, and no relevant findings were identified. The customer complaint of the juncture hub leaking was confirmed by a complaint investigation on the returned sample. Function testing revealed a hole in the juncture hub on the proximal lumen side. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample returned, it was determined that manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the catheter was leaking at the juncture hub on the catheter. No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Event description:
It was reported the catheter was leaking at the juncture hub on the catheter. No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).